Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot (B)(4), ubd: 17-may-2019, (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2018-may-14 regarding a patient receiving compounded baclofen (500.0 mcg/ml at 75.03 mcg/day), dilaudid (7.5 mg/ml at 1.1255 mg/day), and clonidine (600.0 mcg/ml at 90.04 mcg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient reported increased discomfort including spasticity and pain in the back/legs on (B)(6) 2018. The intrathecal (it) rate was increased. On (B)(6) 2018, the patient reported increased pain in the back/legs and spasticity, and the it rate was increased again. On (B)(6) 2018, the patient reported "increased all over body pain" and persistent spasticity. On (B)(6) 2018, the patient reported pain at the catheter site (lumbar site). The cause was unknown. There was a plan to reposition the catheter in the cervical spine to improve coverage. If not helpful, it was noted that the patient was a surgical candidate. The catheter was spliced with a new spinal segment, and the catheter tip was repositioned on (B)(6) 2018. The outcome indicated the event was ongoing. The etiology indicated the event was possibly related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The clinical diagnosis was decreased therapeutic effect.

Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. No significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4), implanted: (B)(6) 2017. Product type catheter. Additional patient code: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the catheter was spiced and tip was positioned at c3. It was noted the pump was reprogrammed on (B)(6) 2018 and (B)(6) 2018. It was indicated the patient's pain resolved without sequelae on (B)(6) 2018 and the decreased therapeutic relief resolved without sequelae on (B)(6) 2018.